Event description:
Patient reported left side "afraid of side effects", "leak in the capsule". Additionally reported "lump" and "unknown autoimmune disease" on unspecified side which are not considered device related. Healthcare professional confirmed "intracapsular rupture". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.